Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and cloudy pd fluids. On the same day, the pt was hospitalized for the event and began treatment with cefazoline (2g/day, intraperitoneally (ip)) and gentamycin (80mg/day, ip) for peritonitis. On an unreported date, the pt was retrained on proper aseptic technique. Nine days after admission to the hospital, the pt was recovered from peritonitis and was discharged from the hospital. At the time of this report, pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On the same day the patient was discharged from the hospital, treatment with cefazolin and gentamicin was stopped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was born in 1991. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.